Manufacturer narrative:
PMA/510k: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference related MFR. Report numbers: 1221359-2022-04268 through 1221359-2022-04271.

Event description:
The customer reported four false positive results with the ID now covid-19 assay on separate patients in (B)(6), 2022. This report is for patient two (2) of four (4). The patient tested positive with the ID now covid-19 assay on direct tested nasal swab samples on (B)(6) 2022. Confirmation pcr testing was performed which generated negative results (platform and CT values unknown). The patient quarantined in their home for one day until the negative pcr test result was obtained. The customer reported that the patient was not harmed and no issues occurred as a result. No additional information was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide an update on the investigation. Investigational conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m194727 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m194727, test base part number 190-430 / lot: m194727. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m194727 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.